Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm found that the full sensor on the bimba was loose, and slightly out of position. To address the issue, the stm adjusted and tightened it. The stm performed full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.